Event description:
It was reported that the patient was experiencing depressive symptoms and withdrawal from activities since (B)(6) 2009. The reporter stated the cause of the depression was severe psycho-social conflicts in the family. It was stated that the patient complained of lower back pain and headaches. It was stated that a psychiatric and motor evaluation were performed and the patient's medication was changed from cipralex to trevilor. It was also reported that the patient recovered from the event. It was further noted that the patient received counseling and psychiatric/psychotherapeutic outpatient treatment after hospitalization.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type: extension. Product ID 748251, serial# (B)(4), product type: extension. Product ID 3389-28, lot# b0759187k, product type: lead. Product ID 3389-28, lot# b0759188k, product type lead. (B)(4).